Event description:
It was reported that during insertion of the catheter, a portion of the catheter separated, and lodged in the soft tissue of the pt's wrist. Due to the pt's poor condition, there are no plans to remove the portion of catheter at this time. There were no reported pt complicaitions.